Manufacturer narrative:
There were two hospitals reported with this event; it is unknown where the bsc device was implanted: (B)(6) health center. (B)(6) medical center, (B)(6) campus.

Event description:
As reported by the patient¿s attorney, an upsylon y-mesh was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.